Event description:
It was reported that the patient received inappropriate therapy and was feeling pacing in their left rib cage. The r-waves had decreased and the threshold was high. Additional information was obtained indicating the right ventricular (rv) lead had migrated into the pericardial space and perforated the patient's heart. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).